Manufacturer narrative:
A review of the device history record has been initiated. If any deviations or non-conformance's are found, a supplemental medwatch will be submitted. Clarification to model: serial number: (B)(4), lot number: 62318. The event of endophthalmitis is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling: this is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported endophthalmitis in the left eye against the xen®45 gts. Patient was treated with topical and intravenous antibiotics, irrigation of anterior chamber and intravitreal antibiotics with subconjunctival antibiotics. The device has been explanted and patient is recovering.